Event description:
It was reported that, during the implant procedure, the physician experienced difficulty splitting the coronary sinus (cs) guide catheter using the provided splitter, requiring sterile scissors to complete the process. Additionally, after connecting the cardiac resynchronization therapy defibrillator (crt-d), the system exhibited loss of capture (loc) in the left ventricular (lv) lead under normal ddd-lv programming, despite successful manual pacing via the lead testing tab. Multiple lv vectors were tested without success; however, the issue resolved after temporarily increasing the pulse width to 1.0 ms, then reprogramming back to 0.4 ms, with the final output set at 5.0 v @ 0.4 ms. No adverse patient effects were reported. This lv lead remains in service.